Event description:
It was reported via repair work order that the footboard was split in half and sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.